Event description:
The customer reported that while preparing for an rf ablation treatment, they noticed mold and corrosion the grounding pad. Another pad was used for the procedure. Initial testing of the returned sample found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. The incident device is part of a product recall initiated on august 6, 2012.